Manufacturer narrative:
Visual inspection confirmed that the head of the screw was fractured. The review of the product record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dr. Reported that the abutment screw fractured a month after insertion into the patient's mouth.